Event description:
Additional information was received reporting that the high impedances were on 1b and 1c (>5k ohms) that changed with posture but did not decrease. The etiology was indicated as having a causal relation with the left stimulator. The manufacturer representative (rep) also clarified that it was the left lead that was suspected to have the broken contact. The cause could not be determined. There was no further information if reprogramming and prescription (rx) were sufficient. The issue was ongoing.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3301533; serial# (B)(6); implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had high impedances on 2 partial contacts of contact 1, more than 10,000 ohms. There was no trauma and no issue/cause could be determined. The patient was doing very well until impedance problems started. They reprogrammed to avoid the broken contacts but the issue was stated not to be resolved.

Manufacturer narrative:
Continuation of d10: product ID b35200 serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurostim ulator product ID b3400095 serial# (B)(6) implanted: (B)(6) 2024: product type extension product ID b3400095m lot# serial# (B)(6) implanted: (B)(6) 2024: product type extension product ID b3301533 serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID b3301533m serial# (B)(6) implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301533, serial/lot #: (B)(6), ubd: 04-aug-2024, UDI#: (B)(4) ; product ID: b3301533m, serial/lot #: (B)(6), ubd: 25-sep-2025, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the issue was unresolved with no further action planned.